Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device is returned to zoll medical corporation for evaluation. Device log review confirmed the ventilator operated in bipap pressure target mode with no ventilation stoppage or critical device alarms. Patient related alarms (patient disconnect, apnea, peep leak, ispiratory demand) and breath log data indicating lower pressures and elevated tidal volumes suggest a circuit leak, poor patient interface, or patient-ventilator asynchrony. The reported humming noise was consistent with the compressor compesating to reach the pressure target. Low o2 supply fault alarms occurred when the device was switched to 100% o2 suggesting supply may have been a factor. The customer report could not be duplicated during testing; the device passed calibration testing and internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.